Event description:
An advocate called from italy on behalf of his daughter to report that she obtained a blood glucose reading of 256 mg/dl at 7:00 a.m. With the contour meter. The customer was feeling unwell with a fever and after eating breakfast, she went back to bed. It was also reported that at 8:00 am the customer's blood glucose was 276 mg/dl. Based on one of these glucose readings, the customer took insulin. At approximately 9:00 a.m., the customer's mother found her sleepy and confused and called the emergency services. The paramedics performed a blood glucose test and received a result of 25 mg/dl. The customer was given glucose injection and then admitted to the hospitalized. The customer recovered well and was discharged later that day. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The model # was not provided.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 2dj3b01b for evaluation. An in-house testing was performed using blood sample with the returned meter and test strips, which gave a satisfactory performance.